Manufacturer narrative:
Correction information was provided in d.4. Additional information was added in h.3. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece was used. A non-qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of feeling dizzy, eye fatigue, and visual issues. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter indicated that the clinical reason was due to subjective visual disturbance and the lens was replaced with a monofocal. The specific lens model and diopter of the replacement monofocal lens was not provided. The completed questionnaire indicated that the complaint was not product related; patient cannot adapt to multifocality. Due to the exchange of a multifocal lens for a monofocal lens, this suggests that the replacement lens may have been an improved choice for the patient's vision needs. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient felt dizzy everyday, eye fatigue, cannot see phone or road signs, vision not being clear, constant fog in left eye visual acuity. Yag was done, lasik was done, still no improvement. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant was reported as subjective visual disturbance. There was no patient harm. Surgery went well, healing well at pod.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).